Event description:
Note: this event is reportable based on the device investigation. This event, as reported did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. The manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that there was a leak in the high pressure tubing component of the uromax ultra balloon catheter during a procedure. The procedure was completed with another uromax ultra balloon catheter. No patient complications were reported.

Manufacturer narrative:
A visual evaluation revealed no damage to the high pressure tubing. A functional evaluation revealed that there was no leak in the tubing or the balloon catheter when the balloon catheter was inflated. The shaft of the balloon catheter was kinked 475 mm distal to the strain relief. The complaint as reported has not been verified through product analysis. The most probable root cause classification for this event is not confirmed because the returned device showed no evidence of either the alleged issue or any defect which could have contributed to the event.